Event description:
Related manufacturer reference number:2017865-2021-25566, related manufacturer reference number:2017865-2021-25569. It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device.